Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 54-year-old male who underwent renal dialysis arteriovenous fistulization in hospital on (B)(6) 2024. The surgeon used eh7222h for vascular sewing in a continuous suturing manner during the surgery, and pull off suture needle occurred during sewing, the surgeon immediately replaced a new suture (with unknown specific product information) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolongation of surgery time (specific prolongation time was unknown). The patient has been discharged smoothly currently. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any unexpected outcomes or complications as a result of the prolonged surgery time? * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a chronic kidney disease stage 5 procedure on (B)(6) 2024 and suture was used. During the procedure, the doctor checked the outer packaging before surgery and found no abnormalities. During the use of suture, the problem of pulling off suture needle happened, which increased the difficulty of suturing and extended the surgical time. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.